Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia and insulin pump had compromised force sensor system. The customer¿s blood glucose level was 43 mg/dl at the time of incident. Customer was treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported the drive support cap appears normal. Customer was in emergency room as a result of low blood glucose. Customer did not allege insulin pump was over delivering. It was reported that during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer reported they have undergone 2 surgeries in the last month. Customer reports device was not worn during a medical procedure or tests around an MRI. Customer¿s blood glucose as of now was 66 mg/dl. Customer reported that she was receiving a compromised force sensor system error on her mom's pump but she was using it and her mom gave it to her. Customer tried to change set but got error. Customer reported they were able to clear the alarm. Customer was not able to complete rewind. The devices will not be returned for analysis.